Manufacturer narrative:
Follow-up #1: date of submission 04/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2015 with the following findings: a call service alarm associated with a language file corruption was reproduced at power up; the pump was unable to be recovered after a reboot. Complete testing was prohibited due to the inability to clear the call service alarm. The related call service alarm was seen in the black box. Unrelated to the initial complaint, the display contrast was found to be dim and reddish. The battery compartment was found to be cracked below the bumper pad. The returned battery cap and cartridge cap were used to complete the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that a call service alarm had occurred and that the pump would not restart after that event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).